Event description:
It has been reported from a hemodialysis facility, that on feb 13, 2006 the patient arrived for treatment and reportedly upon arrival had bradycardia. This treatment, his heparin dose was decreased so he required normal saline flushes. After his first flush he had a "dramatic reaction". The patients pulse went lower and the patient became unresponsive, he was struggling to breath, cold clammy, ashen in color. At this time the saline line was opened and o2 was applied. The patient was unresponsive aproximately 1 minute. A total of 300cc's of ns given and the physician was notified. The patient was transported to the ER, where eventually a pacemaker was placed. Of note, is that the patient had previously been treated with the e-beam dialyzer without incident. There is no sample available for evaluation.